Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis indicated oversensing associated with the right ventricular (rv) lead. Six episodes of non-sustained tachycardia with v-v intervals less than 220 milliseconds were recorded between (B)(6) 2016. Also indicated was oversensing due to non-physiologic signals/sensing integrity counter. A total of 10552 ventricular sensing integrity counts were recorded since the last interrogation session. There was unexpected delivery of ventricular tachyarrhythmia therapy. Three inappropriate shocks were delivered on (B)(6) 2016 due to non-physiologic oversensing. Additionally, analysis indicated impedance on the rv pacing lead was variable and intermittently beyond the expected upper range. Between (B)(6) 2014 and (B)(6) 2016, rv pace impedance varied between 500 ohms and out-of-range high, with intermittent spikes out of range.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. There was a high sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes with oversensing. A fracture was confirmed. It was noted that the lead exhibited high and variable impedance for some time. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal segment of the lead was received and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.